Event description:
Pt with hx of biliary colic and gallstones on ultrasound who presents 11/26/97 for cholecystectomy. During surgery (laparoscopic cholecystectomy), dr was using disposable dyonics "l" hook probe, when green plastic melted off tip of probe. Unsure if melted plastic remained in pt or not. To uf's knowledge no further medical or surgical intervention was done. Settings on valleylab-was bipolar-1, cut-30, coag.-60.